Event description:
The customer reported that the silicone segment separated from the lower fitment and fluid leaked during patient use.

Manufacturer narrative:
The customer¿s report of a separated IV set was confirmed. Visual inspection noted that the silicone pump segment had become completely separated from the lower fitment. Microscopic examination did not reveal evidence of the bottom retainer ring having ever been present. There were no other anomalies. Functional testing was not performed because the lower retainer ring was not received. The root cause of the separation was determined to be a missing silicone segment retainer ring.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.